Event description:
Component fractured. The product placement/removal date has been changed, which is reflected in this follow up report.

Manufacturer narrative:
The product placement/removal date has been changed, which is reflected in this follow up report.

Event description:
Component fractured.